Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.

Event description:
A (B) (6) male was implanted with a spectra device on (B) (6) 2009. On (B) (6) 2010, the spectra device was removed and an ipp device was implanted reason was not indicated. Ams has requested additional info.